Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6) . The quality control results were acceptable. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys troponin t hs result from the cobas e 801 analytical unit. The initial result was 0.0562 ng/ml and the repeat result was 0.00747 ng/ml. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent problem was not present, because the qc before the event was within ranges.